Manufacturer narrative:
Block b3: exact date unknown, event occurred eight months ago from the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experienced frequent implantable pulse generator (ipg) charging and underwent an ipg replacement procedure. The patient was doing well postoperatively. The facility disposed of the explanted product and will not be returned.